Event description:
It was reported that customer was unable to add insulin to multiple cartridges. Troubleshooting with tandem tech support determined that the syringe needle was the issue. The customer's blood glucose level was slightly elevated.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.